Manufacturer narrative:
(B)(4). Device return changed from yes to no improper or incorrect procedure or method (femoral angiogram not taken) it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Without the device evaluation, a cause for the reported suture becoming tied during advancement could not be determined. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during knot advancement, the suture became tied. Manual and bandage compression was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.